Event description:
The customer states that there is an issue with the barcode reader not reading specimen barcode labels in closed mode of operation when using a cell-dyn 3200 cs hematology analyzer. The customer also states that when patient sample identification information (ids) are manually edited on the analyzer, erroneous values/characters are transmitted to the laboratory information system (lis). The customer did not provide patient specific information/data. The customer has not reported any erroneous results due to this issue with no impact to patient management reported. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
Pt specimen barcode not reading and erroneous data transmission when manually edited). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.